Event description:
One patient sample with discrepant ft4 results. Initial result 26.7 pmol/l, repeat 20.4 pmol/l. Info was not provided to determine if initial result was reported, or if patient was adversely affected. If additional information is received, appropriate notification will be provided.